Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the sheath and connected to the core and the wds valve was loose (open) as received. The hub, shaft, tip, core wire, and implant were examined. The shaft was flattened and was buckled. The tip was damaged/scratched, which is consistent with recapturing the implant. The wds was attempted to be advanced into a lab supplied watchman access sheath but it could not advance through due to the damaged shaft. The implant measurement was consistent with the reported information. The anchors on the implant were bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11783. It was reported recapture difficulty occurred and a kink was noted. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman® laa closure device & delivery system was advanced through a watchman® access system. The closure device was deployed, but required a recapture as the closure device was too proximal. During the full recapture, the physician noted difficulty in recapturing the device. The closure device was able to be recaptured and was fully contained in the access system upon removal from the patient. Once the delivery system was out of the patient's body, they noticed the delivery system was "oval" shaped. They completed the procedure with a different device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11783. It was reported recapture difficulty occurred and a kink was noted. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman® laa closure device & delivery system was advanced through a watchman® access system. The closure device was deployed, but required a recapture as the closure device was too proximal. During the full recapture, the physician noted difficulty in recapturing the device. The closure device was able to be recaptured and was fully contained in the access system upon removal from the patient. Once the delivery system was out of the patient's body, they noticed the delivery system was "oval" shaped. They completed the procedure with a different device. There were no patient complications and the patient's condition is stable.